Manufacturer narrative:
The pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at .08730 inches. Successfully downloaded the trace and history files using thus and carelink upload was successful. No unexpected alarms or errors noted during testing. The pump was cut open to perform a visual inspection. No evidence of physical or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor. A p-cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case, cracked battery tube threads, cracked battery compartment at the corner of the belt clip rails, and pillowing keypad overlay. The pump passed all functional testing. Unknown pump error anomaly is not confirmed. The pump history file lists four (4) boluses on the event date, 6/12/2024, listed below: 06/12/2024 08:02:14.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 6.4 bolusamountdelivered = 6.4. 06/12/2024 14:38:32.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 8.7 bolusamountdelivered = 8.7. 06/12/2024 19:37:00.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 8 bolusamountdelivered = 8. 06/12/2024 22:38:24.000 normalbolusdelivered bolusprogrammingmethod = manual bolus normalbolusamountprogrammed = 4 bolusamountdelivered = 4. Please see below for the daily total of all insulin delivered on the event date, 6/12/2024: 06/13/2024 00:00:00.000 dailytotals. Dailytotalcollectionstarttime = 06/12/2024 00:00:00.000. Dailytotalofallinsulindelivered = 54.15. Dailytotalofbasalinsulindelivered = 27.05. Dailytotalofbolusinsulindelivered = 27.1. There were no auto suspend events on the event date, 6/12/2024. There were no user suspend events on the event date, 6/12/2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced possible under delivery anomaly. The customer reported no adverse event. The event involved product(s) mmt-1780kpk. Troubleshooting was not performed for reported allegation. No harm requiring medical intervention was reported. No product return is required for mmt-1780kpk.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.